Event description:
Hcp reported pt presented 2004 with signs of infection of right gluteal device pocket. These include redness, drainage, pain, and pocket erosion. Cultures were not obtained. Pt was treated with oral antibiotics. Hcp reports pt's infection is ongoing. Pt's risk factors include autoimmune disorder and debilitated status. Hcp reports at last office visit 5/2004: less redness than previous week. Will follow-up on next visit.